Event description:
Caller reported a malfunction on pump with an error code identified as malf 6. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on resetting the pump, successfully performed the reset, and was advised to continue using the pump while monitoring for any recurring issues.